Event description:
It was reported that replacement pump did not turn on out of the box and pump battery would not charge, with pump screen remaining dark and no confirmation of power source alerts or shutdown alarms due to pump not turning on. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success, then used multiple daily injections as backup therapy while technical support arranged shipment of another replacement pump, instructed customer to let pump battery fully deplete before return, and advised customer to re-enter pump settings, reconnect continuous glucose monitor, and return nonworking pump using prepaid label within 10 days.